Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead; implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during a routine generator change out procedure, the device was interrogated showing that the right atrial (ra) lead exhibited chronically low pacing impedance. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.